Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Evaluation was able to run a flow rate accuracy the flow rate testing test and delivered within specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The investigation is currently ongoing, a final report will be submitted upon completion.

Event description:
It was reported that a novum iq large volume pump had an issue of blood returning back in tube. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.